Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a fracture on the extension near the connection between the lead and the extension. It was noted that impedances greater than 4000 ohms was measured on all electrodes. It was further noted the extension and implantable neurostimulator (ins) were replaced. It was noted the patient was hospitalized. It was further noted the patient had leg pain and less than 50% therapy relief. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the ins was replaced because the battery was low. The reporter stated the ins was not at end of life, but it was not far so the healthcare professional (hcp) decided to change it. It was noted the extensions were properly connected. It was further noted that impedances were high before the revision and the patient did not have effective therapy. The reporter stated the ins was in the pocket when the impedances were measured. The reporter further stated the patient received effective therapy after the extension replacement.

Manufacturer narrative:
Concomitant medical products: product ID 7489-51, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found the conductor of the distal end was broken up to the transistion point. It was noted that all four straight wire conductors were broken at the coil-straight wire crimp sleeves 2.6 cm from the distal end of the extension.